Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection identified that the collar of the small bore luer lock assembly was broken. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar of a one-link catheter extension set was cracked. This occurred after priming the line. It is unknown if there was a patient involved; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the broken small bore luer lock assembly collar was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.